Manufacturer narrative:
MFR contact - (B)(4). H10: the reported complaint of leakage and bleed back was confirmed. A leak was observed from the female luer on the proximal end of the set. The female luer attached to the 3" tubing was observed to be cracked. The probable cause of the crack is due to environmental stress on the luer during use. A device history of the reported lot and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received by the manufacturer for testing. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that when the clinician returned to the room, blood had backed up the line to the transducer. The reporter stated, the clinician flushed the catheter which was patent. Then the clinician flushed the line and noticed leaking where the line attaches to the syringe pump which is the short line attached to the pigtail flush device. There was no patient harm reported. No additional information is available.